Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that five days after the last day of her menstrual cycle a piece of tampon came out of her while she was using the bathroom. She stated that shortly after her period ended she experienced an irritation with itchiness, burning, odor, and blood when wiping. She also experienced vaginal discharge, chills, lightheadedness, and discomfort from the irritation. She went to urgent care and saw her pcp. She took an ambulance to the hospital because she was throwing up and too sick to drive. She was diagnosed with a bacterial infection. She reported her symptoms were now resolved.